Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, auto mode switch episodes due to noise were noted on the right atrial (ra) lead. The noise was reproducible. The patient was asymptomatic to noise. Programming changes were made. The patient was stable.